Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received via remote transmission showing non-sustained rv oversensing due to myopotentials. Programming changes were recommended.

Event description:
New information received notes that device was reprogrammed to solve the myopotential oversensing issue and oversensing was noted again. Additional programming changes were recommended. The patient was stable throughout the device interrogation and will continue to be monitored.

Event description:
New information received notes that device was reprogrammed and no further rv oversensing episodes were noted. The patient¿s condition remained stable.